Event description:
It was reported that the user accidentally dislodged a contact detach steel infusion set after dropping the pump and requested assistance with a site change; during the call the pump was heard beeping and the user reported a low following a meal announcement, which they attributed to correction after a prior high, and a screenshot documented the high followed by a low with subsequent recovery. Symptoms included hypoglycemia. Outcomes included successful site change and return to target glucose by the end of the call without the need for medical intervention. Investigation included troubleshooting and user education completed remotely. Investigation of this case revealed no device alerts or alarms, no confirmed device malfunction, and an unclear cause of the reported hyperglycemia followed by hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.